Event description:
Physician reported that the subject device showed a remaining longevity < 3 month, the battery impedance was found to be 6.26 kohm.

Manufacturer narrative:
It was reported on 29 may 2017 that the subject device was explanted on (B)(6) 2017. Preliminary analysis did not reveal any irregularity, based on available data, normal battery depletion occured.

Event description:
Physician reported that the subject device showed a remaining longevity < 3 month, the battery impedance was found to be 6.26 kohm.

Event description:
Physician reported that the subject device showed a remaining longevity < 3 month, the battery impedance was found to be 6.26 kohm.